Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker exhibited out of range impedance on the right atrial (ra) channel, which triggered a lead safety switch (lss). Additionally, there was concerns of loss of capture (loc) on the ra channel. The device also exhibited oversensing and noisy signals on the right ventricular (rv) channel as a result of being programmed as unipolar. There was pacing inhibition as a result. There were low amplitudes on the rv channel as well. Ts could not confirm the loc as it is unclear if it is true loc or if the patient condition has changed. Ts recommended resolution. The device remains in use. No adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited out of range impedance on the right atrial (ra) channel, which triggered a lead safety switch (lss). Additionally, there was concerns of loss of capture (loc) on the ra channel. The device also exhibited oversensing and noisy signals on the right ventricular (rv) channel as a result of being programmed as unipolar. There was pacing inhibition as a result. There were low amplitudes on the rv channel as well. Ts could not confirm the loc as it is unclear if it is true loc or if the patient condition has changed. Ts recommended resolution. The device remains in use. No adverse patient effects were reported.